Event description:
It was reported that a sensing anomaly was observed. There were long pauses in the pacing due to oversensing of the noise signals which inhibited the ICD. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.